Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign objects came out of the suction port of the gastrointestinal videoscope due to clogging of suction tube in universal cord. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire, the play of the up/down knob was out of the standard value due to wear of angle wire, the adhesive on distal sheath had a crack, the adhesive on the distal sheath had a white-clouded area ,the light guide bundle was slipping down, the universal cord had a scratch, switch 1 had a scratch, image guide protector had a scratch, adhesive around objective lens was peeled, adhesive around light guide lens was peeled, probe cover had a dent, connecting tube had a scratch, and switch 2 did not work due to wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.